Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to calibrate. Customer removed sensor a few hours and reconnected and encountered the same issue. When customer reconnected, customer's blood glucose was 47 mg/dl. Customer was educated on proper calibration technique and when to turn sensor feature on and off. Customer would call back should issue persist.